Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to touch contamination during pd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a patient did have a "bag infection". Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The patient¿s results from laboratory specimens obtained and tested by the hospital were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. Medications prescribed in response to the patient¿s infection were not reported by the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the severity of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home approximately a week and a half after admission (exact date of discharge unknown). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued hd therapy on an in-center basis for 4 months post-discharge. The patient returned to ccpd therapy on the same liberty select cycler in mid-may 2025 following an outpatient pd catheter replacement

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a patient did have a "bag infection". Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The patient¿s results from laboratory specimens obtained and tested by the hospital were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. Medications prescribed in response to the patient¿s infection were not reported by the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the severity of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home approximately a week and a half after admission (exact date of discharge unknown). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued hd therapy on an in-center basis for 4 months post-discharge. The patient returned to ccpd therapy on the same liberty select cycler in mid-(B)(6) 2025 following an outpatient pd catheter replacement